Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
The customer called, reporting they were receiving an error 4 message when inserting strips and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. The meter has been returned and, through the course of the investigation, has been discovered to have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.